Event description:
It was reported that the user can add a site setup and import a site setup at the same time, resulting in two site setup for the same treatment site. There was no actual mistreatment reported as a result of this issue based on the available info.

Manufacturer narrative:
Suspect med device: mosaiq version 2.30.